Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The companion hospital cart was not supporting a patient. The customer, a syncardia certified hospital, reported that the screen on the companion hospital cart was blank.

Manufacturer narrative:
Visual inspection of the hospital cart did not reveal any damage or abnormalities, and the cart passed functional testing which includes display functionality. Additional testing was performed using the hospital cart and a companion 2 driver for an extended observation run with no issues, including all display functionality. The customer-reported experience of the hospital cart main screen being blank could not be confirmed or reproduced during investigation testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4536 follow-up report 1.